Event description:
The patient reported he has had elevated blood glucose readings in the 400 mg/dl range for the last 24 hours. He said his normal blood glucose range is 80-120 mg/dl. He stated when he has elevated blood glucose he typically changes his infusion headset and his blood glucose will come down. He said this time it has been several hours since he changed his headset and he "still has not seen a change" in his readings. He stated his symptoms are he is "feeling a little run down" and that his "arms and legs are crampish." During troubleshooting, the patient stated he has some "trouble areas" on his stomach that are very scarred. He also stated, he has seen air bubbles in his cartridge. No other issues were found. The patient was educated on the effect of scar tissue on blood glucose. On follow up, the patient stated he changed his adapter, infusion set tubing and insulin cartridge and his blood glucose is still elevated. He was advised to contact his doctor. On further follow up, the patient stated he went to the doctor and saw the nurse practitioner. He indicated they were exploring the cause for his elevated blood glucose. He said she had advised him to bolus insulin by injection and he has had some success in decreasing his blood glucose levels. The patient was advised to switch to his backup insulin infusion device. On further follow up, the patient stated he had switched to his backup device and was able to get his blood glucose levels within his normal range. The product was requested to be returned for evaluation.